Manufacturer narrative:
This report is submitted october 30, 2019. - attachment: [153401 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on september 26, 2019.

Event description:
Per the patient's surgeon, the patient's device was explanted on july 17, 2019 due to infection at implant site. There are no plans to re-implant the patient with a new device as of the date of this report.